Manufacturer narrative:
Event conclusion: the ipg was explanted and returned for analysis. Analysis could not confirm the alleged no pacing condition. The unit paced and sensed normally during testing.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a no pacing condition. The ipg was removed and returned for analysis.